Event description:
Customer reported receiving imprecise readings on his freestyle blood glucose monitor. Customer reported receiving readings of 377 mg/dl and 120 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer adjusted his dosage of insulin based on the readings and then experienced blurred vision and "a reaction of very low blood sugar". He self-treated with orange juice and candy. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The device has been requested for investigation and a follow-up will be submitted once investigation results are available.